Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient reportedly experienced sound quality issues, intermittent lock, and pain at the implant site. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient reportedly experienced pain with and without device use prior to explant. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed a dented bottom cover. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis and dye penetrant data, it is determined that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action was implemented. This is the final report.